Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The initial results in the range of 130-139 mmol/l were reported out of the lab the specimens were re-tested and amended reports were issued. The ER physician stated no patients were treated based on the low na results. All of the results were reviewed by the lab's medical director who stated it is not likely that patient treatment would be affected by the low na results.

Manufacturer narrative:
The specimens were collected in plastic sst's and pst's tubes. On (B)(4) 2010, the ion selective electrode (ise) system was calibrated and all qc results were within the lab's established ranges. The customer was provided with the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) and replaced several hardware components. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.